Manufacturer narrative:
(B)(4). Date sent: 8/18/2017. Batch # p55x7c. (B)(4). Additional information requested and received: can it be confirmed that there was no extraneous tissue within jaws distal to cut line?---no information from the hospital. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? ---no information from the hospital. Did the surgeon wait 15 seconds prior to firing the device? --- no information from the hospital. Was there any staple formation issue noted during initial procedure? ---no. This report states that bleeding was from patient condition. Is surgeon also alleging a potential device deficiency? ---no. Dr. Said there was no problem on the firing of the device. Did the surgeon wait 15 seconds prior to firing? --- no information from the hospital. What is the current patient status? ---the patient is in the hospital and stable. The analysis found that one pve35a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after a semi-open right lower lobectomy, the doctor noticed the blood in drain and confirmed leakage from pv. The amount of bleeding was 2,200cc. During the index operation, the lower lobe was pulled toward the head side, penrose drain was implemented, and then the anvil was inserted from upper side to fire on the pv. Re-operation by incision into the pericardium was performed: the cut end was covered with tachosil and the central side was sutured with pronova to stop bleeding. Chest incision was about 20 centimeters. Th560cc of red blood cells transfusion and 1,680 of plasma transfusion were performed on the re-operation day. Then, 560cc of blood transfusion was performed on the following day. The doctor assumed that the leakage occurred due to the condition of the patient. The patient was a heavy smoker and had thicker blood vessel, the anamnesis of copd and hypertension. The patient coughed severely before the leakage. He is hospitalized at ICU now. He breathes spontaneously, moves as instructed, and reacts to a call. No additional leakage was confirmed by checking the drain. A tiny amount of subcutaneous hematomas were confirmed around the incision site. The doctor diagnosed the damage to the patient¿s health as critical since the amounts of bleeding was massive.

Manufacturer narrative:
(B)(4). MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: can it be confirmed that there was no extraneous tissue within jaws distal to cut line?---no information from the hospital. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? ---no information from the hospital. Did the surgeon wait 15 seconds prior to firing the device? --- no information from the hospital. Was there any staple formation issue noted during initial procedure? ---no. This report states that bleeding was from patient condition. Is surgeon also alleging a potential device deficiency? ---no. Dr. Said there was no problem on the firing of the device. Did the surgeon wait 15 seconds prior to firing? --- no information from the hospital. What is the current patient status? ---the patient is in the hospital and stable.